Event description:
It was reported that the implantable cardiac monitor (icm) was repositioned due to sensing issues. After being repositioned, the icm experienced a power on reset. The device remains in use. No patient complications have been reported as a result of this event.